Event description:
It was reported to medtronic minimed that the customer experienced physical damage to the pump casing at the battery compartment, resulting in the pump no longer holding the battery in place and impacting functionality. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and the damage was confirmed to affect pump functionality, with repeated low battery alarms and the pump no longer turning on. The customer was instructed to revert to a backup plan per healthcare professional instructions and to put the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Blank display due to damaged battery tube and broken battery tube threads (unable to twist battery cap closed). Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to blank display. Unable to download. The electronic assemblies and motor assemblies were inspected and found moisture damage to pcb1 board. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded battery tube, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked keypad overlay, missing display window cover, stained keypad overlay, keypad overlay textured damage, cracked case (battery tube), broken battery tube threads. Confirmed blank display due to damaged battery tube and broken battery tube threads. Cosmetic damage was confirmed at battery compartment during analysis. However, unable to confirm battery charge lasting less than expected and battery loss due to unable to download because of damaged battery tube and broken battery tube threads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.